Manufacturer narrative:
Additional information: reportedly, intermittent access to sound with the device was observed. However, in situ testing shows normal results. Based on currently available information, it was not possible to determine a root cause for the observed symptoms.

Event description:
The user reported that the audio processor loses connection with the implant every 5-10 minutes. He stated that before the disconnection he would hear a 'long' sound. The problem started around (B)(6) 2019. Despite being requested no further information was made available regarding this case.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the audio processor loses connection with the implant every 5-10 minutes. He stated that before the disconnection he would hear a 'long' sound. The problem started around (B)(6) 2019.